Event description:
It was reported the patient felt no stimulation. The patient stated the stimulation was off and he believed it should have been on. There was a lack of relief from urgency/frequency symptoms. The settings were changed from group 2 to group 3 at 1.8 volts. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v833270, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).